Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1901110, medical device expiration date: n/a, device manufacture date: 2019-01-11. Medical device lot #: 1901122, medical device expiration date: n/a, device manufacture date: 2019-01-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 protector p55 experienced foreign matter contamination and coring in the vial or fluid path. Product defects were noted during use. The following information was provided by the initial reporter: coring occurred sometimes when preparing medication. The pharmaceutical company commented they didn't change the material of rubber stoppers. Also coring occurred on the vials of medication which didn't occur before.

Manufacturer narrative:
H.6. Investigation: we received three protectors for evaluation along with two l-connectors that were returned with the samples for this investigation. The product was visually inspected, no defects or damage was observed on the protectors, the protectors fit securely to the vial, and the needle on the protector penetrated the vial stopper properly. A device history review was performed for suspected lots 1901110 and 1901122, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Fragmentation testing was reviewed for the reported lots and results were found to be acceptable. CAPA#688697 was initiated. H3 other text : see h.10.

Event description:
It was reported that 3 protector p55 experienced foreign matter contamination and coring in the vial or fluid path. Product defects were noted during use. The following information was provided by the initial reporter: ·coring occurred sometimes when preparing medication. The pharmaceutical company commented they didn't change the material of rubber stoppers. ·also coring occurred on the vials of medication which didn't occur before.